Event description:
Dexcom g6 incorrectly reported blood glucose as 49 mg/dl when fingerstick bg(blood glucose) was 177. Dexcom app screamed low bg and to take action. Dexcom app refused to calibrate to the correct bg. Had I not checked the bg with fingerstick and taken an emergency glucagon injection, it could have been life threatening. This has been a common occurrence with recent batches of dexcom g6 sensors. I have used dexcom g6 for years and only recently have they had this major disparity between actual and sensor reading. I suggest that dexcom has changed their manufacture.